Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided for strips. A valid serial number was provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the products continue to be safe, effective, and perform as intended in the field. Stability data for the products was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. DHR for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.